Manufacturer narrative:
The defective 12amp breaker was requested by the manufacturer for an investigation by the life cycle engineering of the manufacturer. The document "technical information" contains the following information: "the circuit breaker triggers at an overload of 140% of the nominal current within 1 hour." First the 12a circuit breaker was tested with a constant current of 140% overload (16,9a). The circuit breaker triggered after 81 seconds, and thus is within the specified range of 40 seconds to 1 hour. During the second measurement the 12a circuit breaker was tested with a constant current of 117% overload (14a). The circuit breaker triggered after 327 seconds, and thus is within the specified range of 40 seconds to 1 hour. During the last measurement the 12 a circuit breaker was tested with a constant current of 108% overload (13a). The fuse has not triggered even after 1 1/2 hours. The circuit breaker responds very fast to an overload, but it lies within the specified range.

Event description:
(B)(4).

Manufacturer narrative:
On 03/18/2016 12:51 pm (gmt-4:00) added by (B)(6): (B)(4). The defective 12amp breaker was requested by the manufacturer for a investigation. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
On 03/18/2016 12:46 pm (gmt-4:00) added by (B)(6): it was reported that at the end of a case the 12amp breaker tripped and the unit shut off. Unable to vacuum hoses. Additional information received on 2016-03-14: the case was completed and there was no adverse or negative effect on patient. (B)(4)